Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. In addition, it was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issues.